Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to user pushing more than tensioning the rail limb, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: device code 2017 removed.

Manufacturer narrative:
(B)(4) failure to follow steps/instructions. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 8.5fr sheath, after an ablation procedure. Reportedly, when pulling the knot tight, the white suture broke possibly as a result of interaction with the suture trimmer. Another proglide was used and the same issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.